Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during a procedure to electively replace an ipg, the replacement ipg was placed in the pocket, but communication was unable to be established. The ipg was removed from the pocket and another ipg was used in order to complete the procedure.